Event description:
It was reported that the patient had complications from her pump replacement, and had experienced nausea, dizziness, and headache. The healthcare provider (hcp) thought the patient had a cerebrospinal fluid (csf) leak, so he did a blood patch on (B)(6) 2015. The dizziness and headache subsided, but the nausea continued. On monday ((B)(6) 2015) the patient took bactrim, and the nausea was not resolving so she stopped the antibiotic. Once she stopped the antibiotics the patient broke out in hives. On thursday ((B)(6) 2015) the patient started shaking, and was having really bad tremors. The hcp reportedly tried to admit the patient, and it was noted ¿it was obvious she was dehydrated¿. Once admitted, the patient started screaming at the hcp staff and walked out without receiving care. It was also noted that on (B)(6) 2015 the patient had an appointment with the hcp and at that time the hcp felt the patient was dehydrated. It was noted that the hcp was not concerned about the therapy, and suggested they give the patient intravenous (IV) antibiotics. The reporter did not believe this was the problem because the patient had increased what she drank and was drinking more than nor mal. The patient was not labeled with ¿mr¿ but did have behaviors. They left the appointment without seeing the hcp, and by the time they got the patient home, she was experiencing chest pain, and felt like she was choking and gagging. An ambulance was called and the patient was taken to the emergency room (ER). They could not determine what was causing the symptoms and suggested the patient be seen by neurology. The ER informed the reporter that the patient¿s white blood cell (wbc) count was elevated; and they thought the patient may have a mild infection. It was also stated that the wbc ¿wasn't elevated very much so the ER was not sure if it was small infection or steroids the patient was taking.¿ the reporter had given the patient 1 dose of medrol steroid. On (B)(6) 2015, the patient¿s symptoms started getting worse. The patient was ¿smacking her mouth¿ and "bit a hole in her tongue". The patient was talking crazy, and was hearing people or seeing people. The patient thought there was a man coming to the door, and thought she saw the paramedics outside, and heard the radio. The patient had visual and auditory hallucinations, and itching over the weekend, as well as altered mental status. The patient was hypersensitive to touch and that the shower was hurting. The patient felt ¿sand on her skin¿ and was itchy. The patient was not sleeping well, and did not want to sleep in her room; the patient slept in the recliner since these symptoms began. The hcp reportedly did move the catheter up more, and the reporter was questioning whether the catheter was pressing on a nerve. The reporter also thought it was possible that the patient was not able to handle the new catheter placement. Since the replacement the patient¿s feet and neck were hurting, but the reporter also questioned whether that was due to sleeping in the recliner. The patient had always done well with the pump and their tone seemed really good, even after the replacement. The patient had always had anxiety, but it was much worse at the time of the report. The reporter was redirected to the hcp. The pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).